Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed both batteries to be received within specifications. One battery measured 13.0 volts direct current (vdc) upon receipt, with conductance measured at 322 siemens (s). The second battery measured 13.0 vdc and 325s. Both batteries passed load testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the fsr, this is a spare unit that stays plugged outside in the hallway. He replaced the batteries. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries were not holding a charge. There was no patient involvement.